Event description:
Patient reported that a tooth that had had chipped previously has broke again and had to get it fixed. Provided hh tips and requested diagnostic findings and updated photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.